Event description:
On pod 7 (B)(6) 2010 in the evening the pt reported little bleeding trans-anally. On (B)(6) 2010, flexible rectoscopy was performed showing no active bleeding but clots at a hemi-circumference of the anastomosis. Red blood cell count was stable. The surgeon assumed that the ring was mobilized on the (B)(6) (pt did not recognize passage at all) and led to minimal bleeding. No intervention was necessary.

Manufacturer narrative:
This report is submitted on behalf of the manufacturer (niti surgical solutions ltd; (B)(4) and the importer (B)(4) as niti surgical solutions ltd. Serves as the designated complaint handling unit for both facilities. The production history files were reviewed, indicating that the device was released according to the product specifications. Anastomotic bleeding, although rare, yet considered as an expected event.